Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced slight urinary incontinence. He also stated that he experiences pain and discomfort in the crown of his scrotum and the penile raphe region, which he attributes to nerve damage, likely in the femoral genital branch nerve. He implied this suspected nerve damage may have been a side effect of the implant surgery. The device remains implanted. No further details were provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced slight urinary incontinence. He also stated that he experiences pain and discomfort in the crown of his scrotum and the penile raphe region, which he attributes to nerve damage, likely in the femoral genital branch nerve. He implied this suspected nerve damage may have been a side effect of the implant surgery. The device remains implanted. No further details were provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced slight urinary incontinence. He also stated that he experiences pain and discomfort in the crown of his scrotum and the penile raphe region, which he attributes to nerve damage, likely in the femoral genital branch nerve. He implied this suspected nerve damage may have been a side effect of the implant surgery. The device remains implanted. No further details were provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced slight urinary incontinence. He also stated that he experiences pain and discomfort in the crown of his scrotum and the penile raphe region, which he attributes to nerve damage, likely in the femoral genital branch nerve. He implied this suspected nerve damage may have been a side effect of the implant surgery. The device remains implanted. No further details were provided.